Manufacturer narrative:
Analysis of the pump found c300. There was a gear train anomaly due to corrosion and/or wear and/or lubrication, and stall due to shaft bearing.

Manufacturer narrative:
Product ID: 8590-1, lot# n280973, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient was seen in the clinic on the date of this reported for increased pain. Pump logs were checked, and an unrecovered motor stall was recorded. The motor stall occurred no (B)(6) 2015 and the pain increase occurred post stall. There was no known electromagnetic interference (emi) or magnetic interaction with the pump. The pump was replaced. The patient recovered without permanent impairment, they were receiving therapy and doing well. The pump was used to deliver hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.